Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a performance decrement and headaches with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.